Manufacturer narrative:
Multiple attempts have been made to contact the customer and no response has been received. No further information is available.

Event description:
It was reported that the device failed operation test. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Multiple attempts were made to request information regarding resolution of the reported problem. No response was received, so no information is available. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device failed the operational test. There was no patient involvement.